Manufacturer narrative:
The valve was not returned to medtronic for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the limited received information, the reported regurgitation could be potentially due to pannus overgrowth on the leaflets, causing restricted leaflet movement.

Event description:
Medtronic received information that ten months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced due to the echocardiogram revealing mild to moderate valvular regurgitation and thickening of the valve leaflets. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.